Event description:
In 2009, the lay user/pt contacted lifescan (lfs) alleging that her onetouch ultra meter was prompting a battery indicator. The complaint was classified based on the customer care advocate (cca) documentation. The pt reported that the alleged issue began three days prior to contact to lifescan (time unk). The pt reported that as a result of the alleged issue, she skipped her dose of glyburide on the morning of the following day. At approx 11:00 am that morning, the pt claimed she became sweaty and developed chills. The pt reported she was treated with glucose tablets/gel by emergency services; however, denied being tested on any other device. Replacement products were sent to the pt. This complain is being reported because the pt claims she was unable to test her blood glucose due to the reported issue, and reportedly was treated for hypoglycemia by an hcp after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.